Event description:
An ER doctor reported that, while using the autopulse platform on a patient, the platform stopped compressing after 10 minutes. There was no patient information provided. There were no issues encountered during deployment. The doctor removed the autopulse li-ion battery and installed the same battery into the platform. Upon power up, the platform displayed an error ID 71 message which could not be cleared. The doctor reverted to manual CPR. The exact length of manual CPR was not provided. The doctor did not know if return of spontaneous circulation (rosc) was achieved. The patient expired in the hospital. The exact time, date and cause of death was not provided. However, the doctor reported that the device failure was not attributed to the patient's death.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR report: 1. #3003793491-2013-00880 for autopulse resuscitation system model 100 with sn (B)(4).

Manufacturer narrative:
Investigation results for the returned battery as follows: the battery archives were reviewed and root cause was investigated. The customer's reported issue was confirmed. During investigation of the product, it was identified that the field effect transistor was preventing charging of the battery.